Manufacturer narrative:
The field service engineer determined that the sample probe has not been exchanged for years. The probe tip was encrusted with debris, so he changed the probe. The gear pump and wash station adjustments were fine. Preventive maintenance was performed on the analyzer and no abnormalities were detected. The investigation determined the probe replacement resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 0 mg/dl and repeated as 95 mg/dl. The c501 analyzer serial number (B)(4).